Manufacturer narrative:
Model number: 72404155, lot number: 0185748020, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported that the device is going to be revised due to a malfunction. Additional information received states the ipp device was explanted due to a distal cross over of the left cylinder. A new 15cm x 12mm ipp device with 65ml reservoir was implanted. The patient's outcome following the surgery was good.

Manufacturer narrative:
Medical device: model number: 72404155, lot number: 0185748020, model description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported that the device is going to be revised due to a malfunction. Boston scientific has been unable to obtain additional information regarding the circumstances.

Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised on a future date due to unspecified reasons. It was further reported that the device is going to be revised due to a malfunction. Additional information received states the ipp device was explanted due to a distal cross over of the left cylinder. A new 15cm x 12mm ipp device with 65ml reservoir was implanted. The patient's outcome following the surgery was good.

Manufacturer narrative:
Migration was reported. The ams700 device was visually inspected and functionally tested. There were leaks in both cylinders. One cylinder from wear at the corner of a fold and the other cylinder due to sharp instrument damage consistent with explant damage. Damage consistent with explant is considered a secondary failure. The pump was not functionally tested due to contamination. Migration was not confirmed. A leak from wear at the corner of a fold was confirmed, although it is unrelated to the reported allegations. Malfunction was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. No device problem or complaint could be confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis did not confirm the reported allegation of migration. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because the reported allegations could not be confirmed. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.